Event description:
It was reported that after 6 days the cuff pressure dropped, the oral cavity was checked and the inflating tube had disconnected from the tracheal tube. Although no patient harm or injury was reported, this failure would require reintubation, compromise the security of the patient's airway and cause a leak in the closed ventilation system. If this issue were to recur, it could lead to patient harm due to inadequate ventilation or aspiration resulting from the cuff's inability to remain inflated.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 07 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint stated, "after 6 days the cuff pressure dropped, the oral cavity was checked, and the inflating tube had disconnected from the tracheal tube." On feb 7, 2025, we received the customer complaint from distributor (m c medical) that the user declares that the patient was intubated with a tracheal tube, and after 6 days the cuff pressure dropped, the oral cavity was checked, and the inflating tube had disconnected from the tracheal tube. Because the lot number is not available, well lead could not review the retained samples and DHR accordingly. The returned sample was received on mar 13, 2025. The returned sample was evaluated on mar 23, 2025, the checking result is the cyclohexanone bonding marking still be found and has a slight bite mark on the inflation tube. The bonding process was verified and monitored; the bonding effect is judged by the sampling tension test in workshop per 4 hours. We also ask distributor (m c medical) some questions, the questions and answers as follows: 1. Did the physician fixed the inflation tube to prevent be pulled? - there were traces of tape applied to fix the inflating tube 2. Did the inflation tube is connected with the pressure monitor during the intubation? - it seems that a cuff pressure gauge was used to control the pressure. Based on above information, it seems like the inflation tube was bitten and the inflation tube was pulled during the intubation, we could not determine the root cause for this complaint is caused by product itself. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the nineth complaint reported for part number I-pfhv-75, "leaking" failure mode. There were seven complaints reported for part number I-pfhv-75 during the same timeframe for other failure modes. We will continue to monitor trends during our periodic complaint review meetings.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 07 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that after 6 days the cuff pressure dropped, the oral cavity was checked and the inflating tube had disconnected from the tracheal tube.  Although no patient harm or injury was reported, this failure would require reintubation, compromise the security of the patient's airway and cause a leak in the closed ventilation system. If this issue were to recur, it could lead to patient harm due to inadequate ventilation or aspiration resulting from the cuff's inability to remain inflated.